Event description:
Pt was released from initial atrial fibrillation procedure in 2004 doing well. On the 12th day pt admitted for an esophageal perforation. Pt treated for esophageal sepsis. Operation to repair was unsuccessful. Pt expired.